Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings, battery out limit, failed battery test, blank display and excessive no delivery alarms. The customer's blood glucose value was 400+ mg/dl. The customer treated with syringe. The customer stated that the screen went blank and all her settings were gone. The customer declined to troubleshoot for other issues. The product was not returned for analysis.